Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms. It was noted there were no observations of noise and impedance measurements returned to stable, after the noted spike, measuring 450-550 ohm range. Technical services recommended to bring the patient in for an evaluation and to troubleshoot. At this time, the ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms. It was noted there were no observations of noise and impedance measurements returned to stable, after the noted spike, measuring 450-550 ohm range. Technical services recommended to bring the patient in for an evaluation and to troubleshoot. At this time, the ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.